Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. She stated that the insulin pump was dispensing insulin, but the insulin was not getting through. The caller changed the customer's insertion site, but she stated that she did not think it was giving him insulin. The customer's blood glucose was over 600 mg/dl, which was treated with manual injections. The customer complained of abdominal pain. The caller stated that she had done everything that could be done and that the insulin pump had already been replaced 4 times. She declined troubleshoot assistance. The customer's most recent blood glucose was 362 mg/dl. The caller requested replacement of the insulin pump. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.